Manufacturer narrative:
Title: outcomes of intra- versus extra-corporeal ileocolic anastomosis after minimally invasive right colectomy for cancer: an observational study source: eloy espín-basany, 2021, j. Clin. Med. Https://doi.org/10.3390/jcm10020307. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2017 and december 2019, a retrospective study compared the results of patients who underwent intracorporeal anastomoses (ia) and extracorporeal anastomoses (ea) for minimally invasive right colectomy for cancer, there were 189 patients in the study, 155 were laparoscopic colectomies and 34 were robotic colectomies. A barbed suture was used in all procedures for double reinforcement for the ileocolic anastomoses and to close the enterotomy at the mesenteric and antimesenteric side. In the laparoscopic group, a 60mm manual stapler was used to divide the distal ileum and transverse colon and for the anastomosis. The 60mm manual stapler was not used in the robotic group. Postoperative complications included: anastomotic leak and surgical site infection. Reoperations and blood transfusions were reported. Complications not related to the device included: cardiac complications, respiratory complications, wound complications and postoperative ileus.